Manufacturer narrative:
(B)(4).

Event description:
The hospital informed pmt on (B)(6) 2009, that the tissue expander had leaked during surgery. They also informed us that the physician had missed the port and punctured a hole in the expander. Initially, the customer would not return the device. On (B)(6) 2009, the product was finally returned and an investigation performed.